Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: phone number: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had cerebral vascular stenosis. The surgery was balloon dilation and stent angioplasty. The angio-seal was used for vessel hemostasis. After opening the package, it was found that the tip of the dilator was bent. Then the physician changed to another angio-seal and finished the surgery. There was no damage hint of the package for both the packaging box and the sterilized package. The reported event did not result in patient injury and/or require medical or surgical intervention. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, guidewire and career tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. A kink was noted at the blood inlet hole of the arteriotomy locator. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).